Event description:
Patient was seen in clinic on (B)(6) 2021: patient states that he developed a small tear in modular portion of driveline after his last visit. No change in appearance when assessed at clinic visit. Spoke with abbott clinical rep-decision was made to rescue tape modular cable in order to avoid pump stop at this time. Will monitor and reassess need for modular cable change in the future. Log files sent to abbott prior to patient leaving clinic to confirm no alarms due to driveline fault. Pt was seen again on (B)(6) 2021, patient is here today to have his modular driveline cable switched out due to a small tear in his driveline, see notes from (B)(6) 2021. After a discussion with the lvad team it was determined the safest option would be to change out the vad modular cable. A second lvad rn was present in the clinic room to assist with the controller change. The controller change was performed and the pump restarted without incident. FDA safety report ID # (B)(4).